Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 2.25x12mm promus premier¿ stent was advanced however, the stent came off the stent delivery system (sds) balloon in the proximal rca. The sds balloon was retracted. Another balloon catheter was advanced to deploy the dislodged stent in the proximal rca and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).